Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 256 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Bleeding at the site was also reported. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u), 9:00am 152, 12:57pm 193, 2:24pm 196, 2:30pm 5 - syringe, 3:34pm 237, 3:43pm 256, 3:15pm 5 - syringe, 6:22pm changed pod.